Manufacturer narrative:
The product was returned for analysis. Evaluation confirmed the customer complaint of the device getting hot. Pre-repair temperature testing was performed. The following were the pre-repair temperatures: rear - 113 degrees f, middle - 125 degrees f and nose ¿ 156 degrees f. Evaluation indicated that the motor runs rough, nose cone was scratched and nose bearings were corroded. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device is getting hot and making loud noises. There was no report of patient impact.